Event description:
On (B)(6) 2011, the lay-user/patient contacted animas and reported a blood glucose (bg) level of "310 mg/dl" and large ketones. The patient denied having any physical symptoms of ketones. The patient admitted that when she removed her site, she noticed that the cannula was bent. The patient declined to troubleshoot the pump. This complaint is being reported due to the following conclusion: the patient reportedly developed an elevated bg level that meets animas criteria for a serious injury. However, the patient's injury can be attributed to user-error since the patient admitted to having a bent cannula.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: a review of the pump history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues occurring. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. The pump was not implicated in the reported blood glucose excursion; the cause of the reported incident was discovered to be a bent cannula. Animas does not manufacture infusion sets but will forward the complaint to the relevant manufacturer.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.